Event description:
It was reported that this inflatable penile prosthesis (ipp) was not able to be fully inflated. The suspected cause was tear and wear; however, upon examination no visible damages nor fluid leakage was found on the device. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.